Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve in aortic position. During valve deployment, the balloon did not inflate evenly with the proximal end inflating first. Ultimately, the valve was deployed successfully in a 90/10 position and the patient is doing well. No harm was done to the patient and the result was favorable. As per follow-up with the fcs, there were no abnormalities noted during the device prep. The approximate inflation/deflation time was 3-5 seconds each and the device was not torqued during the procedure. There was a 15/85 ratio of contrast to saline in the inflation medium. There was no resistance during delivery system insertion through the sheath. There was no fluid loss noticed. There was no damaged noted on the delivery system or esheath once removed. There were no withdrawal difficulties with the delivery system or sheath. The perceived root cause is unknown.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, b5, d9, g3, g6, h2, h3, h6: device code, type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: a kink at the proximal end of the handle, likely due to packaging and a crack was observed on the flex shaft approximately 18.9" from the flex tip. Exposed braiding was observed on the crack. Functional testing was performed and the balloon was inflated and deflated without any issues. Additionally, inflation/deflation time measurements were taken of the returned device and results show device met specification. Due to the nature of the complaint, no applicable dimensional testing was performed. The complaint for inflation difficulty and/or incomplete inflation was unable to be confirmed as returned device conforms to specifications based on product evaluation. The complaint for flex shaft cracked was confirmed based on product evaluation. A review of the DHR and lot history was unable to be performed as the work order information was unavailable. A review of the IFU and training manuals revealed no deficiencies. As reported, "during valve deployment, the balloon did not inflate evenly with the proximal end inflating first. Ultimately, the valve was deployed successfully in a 90/10 position and the patient is doing well. Per additional follow up, it was noted that there were no abnormalities noted during device preparation and there was no damage noted on the system before or after use of the device and the damage likely occurred during packaging for return of the device." Based on the returned device evaluation for the delivery system, the total inflation and deflation time met the specifications and the balloon was able to fully inflate/deflate. Additionally, no abnormalities were reported during device unpacking or preparation. Therefore, it is unlikely that manufacturing non-conformances could have contributed to this event. While there was no evidence indicating that a manufacturing non-conformance contributed to the complaint, the investigation shows that the reported event may be related to device interactions caused by a potential circumferential tear at the sheath distal tip. This tear could lodge onto the distal end of the valve, preventing it from deploying evenly. Additionally, although there was no reported damaged to the sheath and/or difficulty in advancing the delivery system through sheath, the sheath was not returned for evaluation. As such, the possibility of a torn tip contributing to the reported issue cannot be eliminated. Therefore, to further investigate and assess the potential risk associated with the issue, a product risk assessment has been initiated. Flex shaft components undergo 100% visual inspection to ensure no cracks, voids and other mechanical damages on the flex shaft before kitting to the work orders. All work orders (flex and balloon catheters) are also 100% leak tested to ensure the devices function as intended. Manufacturing mitigations are in place; therefore, it is unlikely that a manufacturing non-conformance contributed to the event. Additionally, no abnormalities were reported during device unpacking or preparation. It was reported that the valve was deployed successfully despite the inflation difficulty and there was no damage noted on the system before or after use of the device. In this case, it is possible that the crack observed during product evaluation might have occurred during shipping of the device as reported. Per returned product evaluation, the balloon was able to be fully inflated without any issues, indicating the device was functioning as intended during procedure. As a result, an edwards manufacturing deficiency was unable to be confirmed and root cause remains indeterminable at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As per engineering review of the returned device, there is a crack on the flex shaft approx 21.25in from the distal handle nosecone, the braiding was exposed, and the crack was only three quarters around the flex shaft.